Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with inflammation and pain in the arm, underneath sensor pod area only. A healthcare provider was consulted, and the reaction was treated with a prescription of an oral medication, permethrin, dosage unknown. At the time of the report the patient was feeling better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.